Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc for treatment of stress urinary incontinence and pelvic organ prolapse. It was alleged, the plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering, inflammation, impaired physical relations. It was additionally alleged, the plaintiff underwent "extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.